Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing were observed. Inhibition of pacing was observed. The patient was pacemaker dependent. The oversensing was not in-clinic. It was noted that the patient had a dizzy spell, but it was not correlated to the oversensing episodes. Programming changes were made and the issue was resolved. The device remains implanted. The patient was in good condition afterwards.